Event description:
The patient was implanted with a ventricular assist device. The surgeon reported that the patient, who is awaiting a heart transplant, was found to have fibrin clots in her pump. The patient was taken to the operating room to possible exchange the pump and a large clot in the right atrium (ra) around the ra cannula was discovered. The pump was not exchanged, but the patient was kept on heparin. Little change was seen to the clot. The physicians were concerned with the clot in the ra and the patient's recent pulmonary embolus (pe). They suspected a clot in the right ventricle (rv) as well, because the pulmonic valve remained closed. In addition, the patient's lactate dehydrogenase test values had been rising and they were concerned about the propagation of the clot to the liver, but the radiologists did not see this during the scan and evaluation. There was also infection around the cannula, elevated plasma-free hemoglobin and chest pain. The physicians decided to leave the pump alone and hope for a heart to be available soon so as not to risk the patient's candidacy for transplant by performing an add'l sternotomy.

Manufacturer narrative:
The patient remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Neither pump was explanted. The report of suspected thrombus and specific causes for the reported hemolysis and infection around the cannula could not be conclusively determined. The instructions for use lists thromboembolism, hemolysis, and infection as possible adverse events that may be associated with the use of the ventricular assist device. There were no reported events associated with the patient's left ventricular assist device. A review of the device history records for the vad revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was also implanted with a left ventricular assist device (lvad) at the same time as the right paracorporeal vad (rvad) for biventricular support during the same implant procedure in (B)(6) 2013. The initially reported fibrin clots were noted in the rvad. The patient's inr at that time was 6.0 ((B)(6) 2014). The rvad flow rate was at 5 liters per minute and the lvad was operating without any issues. The patient remained on biventricular support. No further reports of any clot/fibrin related adverse events were received. The patient reportedly expired on (B)(6) 2015 due to multisystem organ failure. The report source stated there were no vad related issues and the patient's death was not device related.